Event description:
Upon thawing and dilution of tissue, md reported that there was a hole on the right pulmonary artery, distal to the conduit which was not described on the certificate of assurance. The surgeon trimmed around the hole and successfully implanted the tissue.